Manufacturer narrative:
H10: manufacturing review: the device history record was reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the returned catheter did have striations, wrinkles present in the middle of the balloon material, which is consistent with the balloon material being twisted. However, functional testing of the sample did not reveal any twisting abnormalities during inflation or deflation. A video was provided by the physician, demonstrating the balloon is twisted while inflating outside of the vasculature. As the physician continues to inflate, the distal portion of the balloon rotates, and the twist is eliminated. The fluoroscopy image from the physician demonstrating the twisting balloon during inflation at the target lesion. It was reported that the lutonix dcb was prepped per the IFU and the hcp delivered the lutonix dcb over an 0.014 csi viperwire guidewire. The hcp reportedly did not use a twisting motion during advancement, but did use a linear push technique with the lutonix dcb. Under fluoroscopy, while the lutonix dcb was inflated, reportedly a portion of the balloon did not inflate. The used a second balloon to complete the procedure. No adverse patient outcomes were reported. The root cause could not be determined based upon the available information received from the field communications. H11: d4 (expiry date), h6 (method code). Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the left superficial femoral artery, the drug coated balloon allegedly twisted and was difficult to inflate. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history record was reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the returned catheter did have striations, wrinkles present in the middle of the balloon material, which is consistent with the balloon material being twisted. However, functional testing of the sample did not reveal any twisting abnormalities during inflation or deflation. A video was provided by the physician, demonstrating the balloon is twisted while inflating outside of the vasculature. As the physician continues to inflate, the distal portion of the balloon rotates, and the twist is eliminated. The fluoroscopy image from the physician demonstrating the twisting balloon during inflation at the target lesion. It was reported that the lutonix dcb was prepped per the IFU and the hcp delivered the lutonix dcb over an 0.014 csi viperwire guidewire. The hcp reportedly did not use a twisting motion during advancement, but did use a linear push technique with the lutonix dcb. Under fluoroscopy, while the lutonix dcb was inflated, reportedly a portion of the balloon did not inflate. The used a second balloon to complete the procedure. No adverse patient outcomes were reported. The root cause could not be determined based upon the available information received from the field communications. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure in the left superficial femoral artery, the drug coated balloon allegedly twisted and was difficult to inflate. Another device was used to complete the procedure. There was no reported patient injury.